Manufacturer narrative:
(B)(4).

Event description:
The customer stated that she obtained questionable results on capillary blood samples using a coaguchek xs meter, serial number (B)(4). At 10:28 am, the initial result was 3.6 inr. Only this result was reflected in the meter memory. At 10:30 am, the result was 3.7 inr. The customer then tested three more times with results of 3.2 inr, 2.8 inr, and 3.2 inr. The customer used the same finger for all results. The customer called her doctor with the results, and the doctor instructed the customer to call technical support. No adverse event occurred. There was no treatment and no medications were changed based upon the results. The customer¿s therapeutic range is 3.2-3.5 inr. The customer is not anemic, has no hematocrit issues nor antiphospholipid antibodies. She is not taking heparin or direct thrombin inhibitors. The meter and one test strip were returned for investigation. Replacement was sent. The returned meter and strip were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). Relevant retention test strips (lot 194492) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification. No error messages occurred. The returned material and retention material met specifications. No information was provided to identify a cause for the discrepant results.